Event description:
It was reported that the (B)(4) rollator is broken at the weld on the backrest bar. Dealer's technician went out to replace the brakes and found the rollator duct taped at that weld and called in to report the issue. Enduser reports several near falls, but no injury at this time.